Manufacturer narrative:
The pod was received fully deployed with the expected number of pulses during priming. No timeouts or drive stalls were observed in the pod data. No damages to the environmental seal or bottom housing were observed. No damages or deficiencies to the needle mechanism were observed that could have resulted in a needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. Despite no damage being found, the exact timing of the cannula deployment could not be determined. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn and no impact to the patient's glucose level was reported.